Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed, monitor resets at splash screen) has been confirmed. Upon investigation the monitor was experiencing resets. The cause of the problem was isolated to an intermittent bga failure on ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been induced through rough handling. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.